Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing for low o2 flow test. The active exhalation control module was replaced to resolve this issue on the device. The following parts were proactively replaced on the device: detachable and internal battery, battery fan, capacitor, exhaust fan assembly, forty-three micron filter, and stirring fan. After replacing the part on the device, the repair test was performed along with an alarm and battery checks, run-in tests, and cleaning of the device. The device was found to operating properly.